Event description:
During remote follow-up, post-paced t-wave oversensing was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient experienced no adverse consequences and will continue to be monitored.